Event description:
The dental implant (B)(4) was removed on (B)(6) 2018 due to failure to osseointegrate 28 days after implantation. The doctor noted local infection during surgery. The patient has medical history of diabetes and is a tobacco user. The patient has recovered without complications.